Manufacturer narrative:
The customer reported that the unit rebooted. The unit was evaluated at philips and the reported failure could not be recreated. The internal data card was replaced based on the reported failure. The device passed all testing and was returned to the customer site.

Event description:
The customer reported that the unit rebooted.